Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067, radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the error which was verified in error log file, as a result the software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.

Event description:
It was reported that during a pacemaker replacement procedure an error message appeared on the programmer screen. The programmer was replaced and the pacemaker replacement procedure was completed successfully. It was further reported that the programmer emitted an unusual beeping sound periodically. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.